Event description:
Allegedly, patient underwent l tkr on (B)(6) 2020. Revised on (B)(6) 2023 due to infection. 17mm insert replaced with one of the same size.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.